Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 11 mg/dl at the time of the incident. The customer was at 256 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes they went low as they were sick. The customer's blood glucose levels were bad because they are on steroids. The customer was not using the pump in auto mode. Customer also had sensor issues. The insulin pump will not be returned for analysis.